Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier: ((B)(4). Evaluation summary: the device was returned for evaluation. The reported torn and stretched polymer was confirmed as it is likely that the stretched polymer coating was inadvertently reported as stretched coils. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the command guidewire was used with an atherectomy device. It should be noted that the ht command 300 instruction for use states, this device is not designed for use with atherectomy devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the ht command guide wire was advanced to the heavily calcified, peroneal artery target lesion when the physician decided to advance a non-abbott atherectomy device on the ht command guide wire. After atherectomy was performed, the ht command guide wire was noted to have become stretched and mangled. The polymer was reported to have been shaved off the guide wire; however, there was no report of polymer being left in the patient. There was no reported issue with removal of the atherectomy device, nor with the removal of the guide wire. There were no adverse patient effects and no additional intervention. The patient was reportedly doing well. No additional information was provided.